Manufacturer narrative:
Unique identifier (UDI)#: (B)(4). Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The events of "lump like a marble" and "experienced a bad cold" are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Device history record summary: the documentary research in the batch file shows that no element could explain these reactions: all the manufacturing steps and all the physiological and microbiological results (endotoxins, bioburden) are registered as conforming to the specifications. The sterilization cycle is registered as conforming.

Event description:
Healthcare professional reported that approximately three weeks after injection with one syringe of juvederm voluma xc in the cheeks, the patient developed a "lump like a marble" in the cheek area, and experienced a bad cold the same week. Healthcare professional "dissolve the product" as treatment. Symptoms have not resolved.